Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: a cracked valve seat diaphragm valve was observed, and a delamination total observed on the valve assessed as an adhesive failure. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ white particles observed inner the surface of the shell. ¿ creases were observed. ¿ wear abrasion observed.

Event description:
Healthcare professional reported right side deflation and capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade v.

Event description:
Device has been explanted and replaced.